Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for evaluation. Signs of use were observed on the returned catheterization device. The guide wire was returned threaded through the needle cannula. Visual inspection of the guide wire revealed a small kink towards the distal end, adjacent to the needle bevel. Significant amounts of dried biomaterial were observed on and around the needle bevel and guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. The guide wire was attempted to be removed from the needle cannula to perform functional inspection. The guide wire was observed to be stuck inside the needle cannula due to the significant amounts of dried biomaterial and could not be removed. Additional damage was caused to the guide wire by attempting to dislodge it from the needle cannula. A device history record review was performed based on the material and lot numbers for the sample received, and no relevant findings were identified. The product IFU warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed significant amounts of biomaterial within the returned device. The guide wire was observed to be stuck inside the needle cannula and was unable to be removed , indicating that the dried biomaterial is the likely cause of the resistance within the device. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.1.-brand name corrected to arrow ra cath set: 22 ga x 1-3/8". Section d.4.-catalog# corrected to ra-04122.

Event description:
It was reported "wire failed during insertion". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "wire failed during insertion". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (b))(4).